Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204/code 107) has been confirmed. Upon investigation u15, u16, u17, and u18 were shorted on the defib board and r45, u20, q9, r23, and u612 were thermally damaged on the computer /analog board. The cause for the failure was isolated to the thermally damaged components. The root cause for the thermally damaged components could not be positively identified. No adverse event resulted from the defective response buttons.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the patient was receiving a code 204 (monitor unusable) and a code 107 (multiple abnormal shutdowns).